Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. The pump was not returned for evaluation as it remains in use supporting the patient. A correlation between the device and the reported stroke could not be determined. The instructions for use lists stroke and thrombus as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient had a brief period of stroke-like symptoms with dizziness and left sided weakness. The patient's partial thromboplastin at the time was 47 seconds, whereas it had previously been 82 seconds. Heparin dosing was increased and the symptoms subsided. On (B)(6) 2015, the patient experienced a right middle cerebral artery stroke and a thrombectomy was performed. Some residual blockage in the right anterior cerebral artery remained. It was reported that the patient would likely need acute rehabilitation after discharge from the hospital due to residual left sided weakness.